Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized. The patient reports their controller would not turn on. Once at the hospital the patient was treated with insulin. The patient was discharged from the hospital the following day.